Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal unknown, extraneal viaflex and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis manifested as cloudy pd effluent and abdominal symptoms. On an unreported date in (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was given a loading dose of vancomycin 2g ip and gentamicin 40 mg ip. From (B)(6) 2011 to (B)(6) 2011, the patient was treated with levofloxacin 500 mg orally. On (B)(6) 2011, the patient was administered a second dose of vancomycin 2g ip. The root cause of the peritonitis was unknown. On (B)(6) 2011, the event of bacterial peritonitis was considered resolved. Peritoneal dialysis therapy was continued. The reporting nurse stated the peritonitis was not related to the pd fluid extraneal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.